Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit has service light but no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated, which confirmed the original complaint issue of a service light. However, the underlying cause could not be determined. The issue of no alarm was not confirmed. Complaintant stated o2 was at 83%. This level will cause a yellow service light but alarm does not sound until o2 level falls below 73%.

Event description:
Provider states the unit has service light but no alarm.